Event description:
Customer reports, sparks from cord. Insulation worn or pulled apart from charger base. No injury is reported.

Manufacturer narrative:
The actual device was returned to co's mfg plant. Visual inspection revealed there was a break in the jacket of the power cord and the insulation of the conductors. The cause of the break was determined to be excessive vertical stress on the cord. The unit was produced in 12/95 and has not been returned for repair or maintenance since. Improper cleaning and maintenance of the device led to the reported problem.